Event description:
It was reported that pump displayed cartridge change error and customer was unable to remove cartridge at the time of the call. There was no adverse impact to the customer¿s blood glucose level. Customer was able to resolve the issue by loading a new cartridge.